Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the blood glucose would not start after applying blood sample with freestyle libre reader (built-in meter). The customer subsequently experienced a seizure, but was able to self-treat with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader jgmw048-t2321 was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. Performed control solution testing and all results were satisfactory. Unable to perform further investigation due to the strips not being returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number for the reported strip has not been provided. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release.  A stability and clinical review has been conducted and the review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints.   A tripped trend review was completed for the reported complaint and precision strips, and it concluded that the tripped trend was not correlated with any identified product related issue.   If the strip is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the blood glucose would not start after applying blood sample with freestyle libre reader (built-in meter). The customer subsequently experienced a seizure, but was able to self-treat with sugar. There was no report of death or permanent injury associated with this event.